Event description:
The initial report indicated that a product failure occurred for 4 different events. However, additional information was received indicating that only 1 occurrence of the reported failure occurred and the additional reports were duplicates. The initial report for this case was filed as a duplicate submission and is no longer considered an incident. The single reported incident is documented in report 1220948-2024-00073.

Manufacturer narrative:
The initial report indicated that a product failure occurred for 4 different events. However, additional information was received indicating that only 1 occurrence of the reported failure occurred and the additional reports were duplicates. The initial report for this case was filed as a duplicate submission and is no longer considered an incident. The single reported incident is documented in report 1220948-2024-00073.

Event description:
According to a survey, it was reported the balloon ruptured during a procedure. Additionally, they reported blood loss of 2000ml; however, it was not critical and not directly from use of the device. The balloon rupture did not prolong the procedure that much. The doctor does not believe it was a product issue. Their main issue is that they operate often not in a normal human area or anatomy. Often the patients are pre-operated and treated endovascular with stents and in areas of calcification. Often, it's hard to navigate in these manipulated areas. So, it was not a big concern that the balloon ruptured. They are considering tuftex otw in the future, as the balloon has more strength. No other complications or injury were reported to the patient.

Manufacturer narrative:
The device was discarded and not returned for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. However, it was stated the patient was pre-operated and treated endovascular with stents and in areas of calcification. The lot number of the product was not provided. Therefore, we're unable to perform a lot review. Due to limited information initially being made available, additional information was gathered from the surgeon. Communication with the surgeon has determined that no serious harm occurred to the patient and the blood loss was not critical or a result of using the product. Additionally, they stated that the issue occurred due to the surgery being performed in non-standard areas of the human anatomy or in areas with stents and/or calcification that are difficult to navigate and manipulate the catheters in. As stated in the IFU, complications may occur during the use of embolectomy catheters. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of an aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Do not exceed the maximum recommended volume, as over inflation increases the possibility of balloon rupture. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the catherization procedure. Based on all this info, the reported issue is considered to be an expected and foreseeable side effect and an event caused by patient conditions. The issue was likely due to the patient's condition (calcified vessel), use of the product near a stent, and therefore the failure is a known inherent risk of the product.